Event description:
It was reported from (B)(6) by medical staff that a patient at the clinic stated they were having a temperature increase on the controller. The facility measured the controller with an infrared thermometer and they noted a temperature "from 48 degree celsius". The controller was exchanged with no reported consequence or impact to the patient. No additional information was reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Controller (B)(4) was returned, but was not originally linked to a complaint and as a result was disposed of. No analysis on the device was performed since it was not available. Log files were also not available. The reported event of overheating could not be confirmed. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. No problem with the device could be confirmed since it was not available for analysis; therefore, no probable root cause could be established. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.